Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened express bolus and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from reservoir tube window corners, cracked reservoir tube window and broken belt clip slot . The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the keypad anomaly on the insulin pump. The customer reported that the insulin pump had intermittent button function about 6 months ago and having to mash buttons down to get pump to respond. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.